Event description:
It was reported that the system had a charger failed error and would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cap module and the filament drive were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.